Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific defibrillator lead twice triggered an alert for high out of range shock impedance measurements greater than 200 ohms. Technical services (ts) reviewed electrograms (egms) and thoroughly discussed troubleshooting options with the clinician. No adverse patient effects were reported. The product remains in service.